Event description:
Caller reported blood glucose results of 250 mg/dl on aviva system 1, 120 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2. Strips not available for return.